Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime test. No alarms were noted and the programming was correct.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.